Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation and stent dislodgement has caused or contributed to patient injury previously. Device issue: distal shaft separation, stent dislodgement. It was reported that the mini vision stent delivery system (sds) was advanced on the guide wire outside of the patient. Only 2-3 inches of the sds advanced on the guide wire before resistance was encountered and the sds became stuck with the guide wire still outside the patient. During the attempt to remove the sds from the guide wire, the distal shaft separated from the sds, remaining on the guide wire, and the stent dislodged onto the proximal shaft. A voyager balloon catheter was used to balloon the lesion and the procedure was completed. No additional event or patient information is available.